Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on (B)(6) 2026, a patient with diabetes contacted the distributor call center after experiencing repeated line blocked alarms and changing multiple cassettes, which the patient believed were faulty. The patient reported receiving the line blocked alarm multiple times and selecting the option to change the cassette on each occurrence, without awareness that changing the infusion set could be attempted first or that insulin delivery could be resumed using the same cassette without wasting supplies. Prior to contacting the distributor call center, the patient changed supplies and reported that blood glucose levels, which were approximately 400¿405 mg/dl at the time of the events, began trending downward. During the call, appropriate troubleshooting was reviewed, including when to change the cassette versus the infusion set, and medical assessment was completed with no further intervention required. The patient confirmed having adequate supplies and did not request replacements. Actions taken included changing the cassette and infusion set. The operator of the device was lay user/patient. The event occurred during infusion. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a 51 yr-old non-hispanic/latino white female weighing 220 lbs.